Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the cannula of the infusion set does not properly insert into the skin and lays on top of the skin. He experienced elevated blood glucose of 20-29 mmol/l (360-522 mg/dl) as a result. This has occurred several times since beginning use of the infusion sets 6 weeks ago. He injected insulin via pen to lower his blood glucose and he discontinued use of the infusion sets. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.